Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Carbohydrates were consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered by the user was 45 mg/dl and continuous glucose monitor was not in use on (B)(6)2018. Immediately following, the user entered a bg of 65 mg/dl into the pump. Prior to entering the bg of 45 mg/dl the user also entered 40 grams of carbohydrates into the pump bolus screen but did not proceed with a bolus. Shortly after, the user requested and delivered a 3.8 unit bolus for 45 grams of carbohydrates and a bg of 60 mg/dl. Cartridge change sequence was completed on (B)(6)2018. It is possible the user transposed the blood glucose value and carbohydrates amount when entering values into the pump. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.